Event description:
Pt self tester alleges receiving three error codes on inratio reading. Pt's coumadin medication was withheld by physician thinking the inr was high.

Manufacturer narrative:
Investigation pending.